Event description:
On 16-feb-2024, after less than 1 hour use of a nautilus smart oxygenator, there was a decrease in flow and an increase in delta pressure. Reported as a clotting/flow issue. The patient had previously been on heparin therapy. The oxygenator was replaced with no further issues. The patient was reported as alive with no injury. Additional information received on 21-mar-2024, through MDR mw5152343, indicated the oxygenator increased in delta pressure from the 20s to the 80s with a subsequent drop in systemic flows from the mid 3s to mid 2s, with increased revolutions per minute, flows were responsive. There was visible debris on the inlet side of the oxygenator, nothing noted on the outlet side. At 10am the oxygenator was changed with no complications.

Manufacturer narrative:
The device was returned for investigation. Investigation confirmed that there was no flow obstruction and no increased pressure. The biological residual observed on the returned device is consistent with numerous small clots within the blood that may have collected on the inlet side of the gas exchange bundle. Other than the inlet side, the fiber bundle is clear of blood residue. The cause of clotting is not established. There is no device issue found in relation to this occurrence.

Event description:
On (B)(6) 2024, after less than 1 hour use of a nautilus smart oxygenator, there was a decrease in flow and an increase in delta pressure. Reported as a clotting/flow issue. The patient had previously been on heparin therapy. The oxygenator was replaced with no further issues. The patient was reported as alive with no injury.

Manufacturer narrative:
The device was returned for investigation. Investigation confirmed that there was no flow obstruction and no increased pressure. The biological residual observed on the returned device is consistent with numerous small clots within the blood that may have collected on the inlet side of the gas exchange bundle. Other than the inlet side, the fiber bundle is clear of blood residue. The cause of clotting is not established. There is no device issue found in relation to this occurrence.